Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected an error alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer was hospitalized for high blood glucose levels and went into diabetic ketoacidosis (dka). Customer was admitted to the intensive care unit. It was reported that the customer did not receive his replacement pump as promised and ended up in the hospital for high blood glucose and diabetic ketoacidosis (dka). Blood glucose value at the time of hospitalization was 480 mg/dl. Customer original pump was broken due to a compromised forced sensor system alarm. Customer was not wearing the pump at the time of hospitalization. Nothing further reported.